Event description:
The patient reported her blood glucose reached between 250 to 300 mg/dl and that her skin was irritated and sore. Upon removal she noticed a red mark in the size of a pea and in a week the irritation had grown into an abscess in the size of a quarter or half dollar. The site was also painful, hard to the touch and discomfort. She went to see her doctor who gave her an injection of lidocaine, open her site with a scalpel and gave her a shot of antibiotic for her site infection. They also prescribed her with an oral medication and ointment. The pod was removed and discarded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.